Manufacturer narrative:
As allowed by exemption# e2012008, kulzer llc (the importer) is submitting the report on behalf of kulzer gmbh (the manufacturer). Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. The incident is being reported to be compliant with 21 cfr part 803 and out of an abundance of caution.

Event description:
Dentist contacted manufacturer's international lab info site, describing allegation of harm from a patient of a colleague. Patient had burnt tissue after gluma treatment which took two weeks to heal.